Event description:
It was reported that a pump motor stall was confirmed in the event logs with no motor stall recovery recorded. A tube set message had occurred. The pump was updated on (B) (6) 2009; the motor was still stalled. The pump contained baclofen compound. The hcp was considering pump replacement. No pt symptoms were reported.

Manufacturer narrative:
(B) (4).